Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and splitters were explanted, and a new lead was implanted. The patient was doing well postoperatively. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not feeling any stimulation and it was determined through database analysis that the lead had multiple contacts having high impedances. The patient will undergo a procedure wherein a lead will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not feeling any stimulation and it was determined through database analysis that the lead had multiple contacts having high impedances. The patient will undergo a procedure wherein a lead will be replaced.